Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient experienced high blood glucose (400-600 mg/dl) and severe diabetic ketoacidosis. The patient self-treated with multiple boluses with a pump and a shot with a humalog pen to resolve blood glucose issue, but the patient was admitted into the emergency room with blood glucose level of 400 mg/dl and had ketones level which the health care professional assessed as dangerous/life threatening. The patient received fluids via intravenous route and insulin shot which did not lower down the blood glucose level. Therefore, on (B)(6) 2019, the patient was transferred to the hospital as the condition was worsening with blood glucose level in the range of 400-600 mg/dl and had severe diabetic ketoacidosis. Patient's highest blood glucose level was in the range of 500-600 mg/dl. It was stated that the cause of high blood glucose was missed meal boluses and kinked cannula. Prior to hospitalization, the contact reported that the patient was eating food without boluses. The infusion set had been in use for two days. During hospitalization, the patient received intravenous fluids, humalog and lantus injections as the corrective treatment and there were adjustments made to pump settings by the health care professional, which resolved the issue. The patient was still hospitalized and was working with the health care professional to bring blood glucose level in range, at the time of this report with no permanent damage. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.